Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin as the basal rate settings were changed to 0.0 units per hour, although the customer states the basal rate was previously set correctly.